Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, the cause for the reported issue was due to the customer not delivering a meal bolus. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.